Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had not been scheduled to date.

Event description:
It was reported there was a high impedance reading on the electrode pair 0-10. It was stated contact 10 was not used for therapy, and the reading was taken a couple months ago. A longevity calculation showed the battery to have a life of 12 months at the provided settings. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
Device analysis for ins (B)(4) revealed no significant anomaly found. Telemetry and output were okay. The battery was at normal end of life. There were no shorts between the circuits. Device analysis for lead (B)(4) revealed no anomaly found. Device analysis for lead (B)(4) revealed the distal end connector was broken. Conductor #10 was broken near the #10 electrode weld crimp 1.2cm from the distal end. Conductor #11 was broken near the #11 electrode weld crimp 1.7cm from the distal end. Device analysis for both of the titan anchors revealed that they were separated. The estimated longevity for the programmed parameters reported was 11.08 months to eri and 14.08 months to eos. According to the trace report the ins reached eri in 4.6 months. (B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Event description:
It was reported the patient had their device explanted on (B)(6) 2014. It was reported the patient's leads had migrated and were explanted with the battery. It was reported that when the health care provider was performing the revision that the leads had migrated down to the patient's device pocked and the anchors were separated from the lead. It was noted the system will be returned to the manufacturer. It was reported that "at some point" the patient had lost stimulation in the areas of pain and x-rays had confirmed that leads had migrated. It was reported that the patient's old device "stopped working" and they lost therapeutic effect. It was reported that since the patient had their old device removed they have been in so much pain. It was noted that the patient had lost stimulation six months after implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.